Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for testing and investigation.

Event description:
The customer contact reported a spill of a chemotherapeutic agent. After an unspecified length of time in use, the hanger on the glass container tore from the label. The glass container fell and broke, resulting in a spill of an unspecified chemotherapeutic agent. The spill was cleaned up according to the hospital's protocol. There were no reported adverse effects to the patients or clinicians. No medical interventions were required. Though requested, no additional information was provided.